Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported post procedure of a percutaneous coronary intervention, myocardial infarction, shortness of breath, chest pain and stent thrombosis occurred. On (B)(6) 2012, the patient presented due to unstable angina and non-q wave mi with elevated troponin and abnormal electrocardiogram (ECG). The patient was referred for cardiac catheterization. Subsequently, index procedure was performed one day from admission. The target lesion #1 was a de novo lesion located in the saphenous vein graft (svg) to distal right coronary artery (rca) with 90% stenosis and was 12 mm long with a reference vessel diameter of 3.5 mm. The physician treated the lesion with direct stent placement using a 3.50mm x 16 mm promus element plus stent. Following post dilatation, residual stenosis of 0%. Target lesion #2 was a denovo lesion located in mid left anterior descending (lad) with 80% stenosis and was 16 mm long with a reference vessel diameter of 3.0 mm. The lesion was treated with pre dilatation and placement of 3.00mm x 20 mm promus element plus stent at the mid lad diagonal bifurcation which caused jailing of the diagonal branch. The physician treated the event with balloon angioplasty by using a 2.5 mm balloon catheter at the ostium of the diagonal. Following post dilatation the residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and clopidogrel. On (B)(6) 2013, the patient presented with chest pain radiating towards right arm and shortness of breath and the patient was hospitalized on the same day. An ECG was performed which revealed sinus rhythm with incomplete left bundle branch block. This was considered to possibly be due to non-st elevation mi. One day from admission, patient was found to have elevated troponin levels and the patient was referred for cardiac catheterization. Coronary angiography was performed. The 100% thrombotic lesion in the distal rca was treated with pre-dilatation and placement using a 2.5 x 38 mm non-bsc stent. Following post dilatation, residual stenosis was 0%. And the 100% total thrombotic lesion in the proximal rca was treated with pre-dilatation and placement using a 2.75 x 38 mm non-bsc stent. Following post dilatation, residual stenosis was 0%. One day post procedure, the event was considered as resolved and the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the 3.50 mm x 16 mm promus element plus stent was implanted in the saphenous vein graft (svg) to right posterior descending artery (rpda) and not in svg to distal rca as previously reported. In addition, thrombosis was noted in the mid distal rca and not in the previously implanted study stent.